Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: per the materials manager and the or director the biliary leak was discovered a few days post-op. An ercp was performed. Please clarify what is meant by ¿the clip may not have held¿. Clip become dislodged from common bile. During the original procedure were there any issues noticed with the formation of the clip(s)? None noted. If they were malformed, can you describe the shape of the clip? Was a cholangiogram performed intra-operatively? Yes. What is the patient¿s current status? Discharged home. The device involved in the event was discarded. The materials manager indicated the returned device was product from their shelf. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 4 clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws opened and closed as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: please clarify what is meant by ¿the clip may not have held¿. Was this observation found intra-operatively or post-operatively? Was an additional surgical procedure required to address the leak? What was done to address the leak? During the original procedure were there any issues noticed with the formation of the clip(s)? If they were malformed, can you describe the shape of the clip? Was a cholangiogram performed intra-operatively? What is the patient¿s current status? Will the device be returned?

Event description:
It was reported that during an unknown procedure, the clip may not have held. Unknown how case was completed. The patient had a biliary leak.